Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module could no longer be started.

Manufacturer narrative:
Section d5: operator of device corrected. Section g4: PMA # corrected. There was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Sections h5 and h8: corrected for reusable medical device. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of the power module being unable to start was unable to be confirmed during evaluation. The heartmate power module (serial number: (B)(6)) was returned to the european distribution center (edc). The power module underwent functional testing at the edc and was able to power on and function as intended. The device was then forward to the product performance engineering group for further analysis where the power module powered on and function as intended. The root cause for the reported event was unable to be conclusively determined through analysis. Heartmate 3 instructions for use (rev. B) section 4 ¿system monitor¿ and heartmate 3 patient handbook (rev. B) section 6 ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. The patient handbook (rev. B) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed for the heartmate power module (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.